Manufacturer narrative:
The customer performed troubleshooting with the guidance of customer technical support (cts) over the phone. The customer flushed the vacuum line from the probe rinse block through pinch valve pv 35, which resolved the reported leak. (B)(4).

Event description:
The customer reported approximately 3ml of bloody fluid leaked from a coulter lh 500 hematology analyzer while running controls; the leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat, goggles and gloves at the time of the event. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results or controls.